Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient was pre-operatively diagnosed with lumbar spondylosis. Lumbar stenosis. Degenerative scoliosis, l2-s1 and underwent following procedures: far lateral decompressive lumbar laminectomy at l2 with bilateral facetectomies , foraminotomies, completely decompressing at l3 nerve root. Far lateral decompressive lumbar laminectomy at l3 with facetectomies, foraminotomies, completely decompressing at l3 nerve root bilaterally. Far lateral decompressive lumbar laminectomy at l4 with bilateral facetectomies, foraminotomies, completely decompressing at l4 nerve root. Far lateral decompressive lumbar laminectomy at l5 with bilateral facetectomies, foraminotomies, completely decompressing at l5 nerve root.5) far lateral decompressive laminectomy at s1 with bilateral facetectomies, foraminotomies, decompressing at s1 nerve root bilaterally. Posterior lumbar interbody arthrodesis at l2-l3 .posterior lumbar interbody arthrodesis at l3-l4. Posterior lumbar interbody arthrodesis at l4-l5. Posterior lumbar interbody arthrodesis at l5-s1. Posterior lateral arthrodesis at l2-l3. Posterior lateral arthrodesis at l3-l4. Posterior l ateral arthrodesis at l4-l5. Posterior lateral arthrodesis at l5-s1. Placement of interbody prosthetic spacer using spinal elements peek at l2-l3 bilaterally. Placement of interbody prosthetic spacer at l3-l4 bilaterally. Placement of interbody prosthetic spacer at l4-l5 bilaterally. Placement of interbody prosthetic spacer at l5-s1 bilaterally. Segmental pedicle screw fixation at l2,l3,l4,l5 and s1 using the talon pedicle screws from spinal solution. Placement of a cross connector bilaterally. Use of the allograft bone for the arthrodesis using trinity allograft. Use of bmp for interbody arthrodesis. Use of the autograft bone for the arthrodesis. Placement of epidural catheter in the upper lumbar region for continuous postoperative pain control. Intraoperative x-ray evaluation and interpretation by the surgeon to confirm the appropriate levels by the surgeon as well as the appropriate placement of the interbody prosthesis and the screws. As per op-notes ¿peek interbody prosthetic spacers were then selected using spinal elements and impacted with bmp sponge. The peek spacers were trapped into position at l2-l3, l3-l4, l4-l5 and l5- s1 to complete the interbody arthrodesis from l3-s1.¿